Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site and during testing, tcmid: 05 (coolant diff failure) error message was reported. The root cause was determined to be a faulty temperature sensor likely due to aging. The thermogard console is a reusable device and was manufactured in february 2012 and has exceeded its expected service life of 5 years. Visual inspection was performed and noted no damage upon review. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
Preventive maintenance for the thermogard xp ivtm console was performed at the customer's site and during testing tcmid:05 (coolant diff failure) error message was reported.